Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The investigation determined that the device failure to complete its internal self-test, and system fault 74 were due to a faulty inspiratory flow sensor. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to pass its internal self-test. During the service center evaluation of the device logs, a system fault 74 was also observed. There was no patient injury reported as a result of this incident.